Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (she had surgery for ovarian cyst and she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal and ovarian cyst outcome was unknown. The reporter considered medical device removal and ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and ovarian cyst". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (she had surgery for ovarian cyst and she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal and ovarian cyst outcome was unknown. The reporter considered medical device removal and ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and ovarian cyst". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.